Manufacturer narrative:
The cause for the discordant (B)(6) total results is unknown. Siemens has requested the patients samples for further investigation and testing. The instrument is performing within specifications. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of (B)(6) may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00213 on august 28, 2014. 10/09/2014 additional information: the customer sent in 14 patient samples to be tested in-house by siemens. The samples were tested on the siemens immulite method and an alternate method. Five of the samples were (B)(6) by the immulite and alternate method. Six samples were negative on the immulite and alternate method. These negative results matched the initial advia centaur xp results. Two samples were (B)(6) on the immulite and negative on the alternate method. One sample was quantity not sufficient (qns) and was not tested on either method. (B)(6). The cause for the discordant (B)(6) total result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant (B)(6) advia centaur xp hbc total results were obtained for samples from 14 different patients. The samples were (B)(6) with two alternate methods. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total result.